Manufacturer narrative:
Customer stated this is a recurrent incident; however, no further information is available. Device has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in france stating: "during a cataract surgery with a relatively hard nucleus the filter of the stable chamber clogged and aspiration no longer worked. The surgical procedure was interrupted. This type of incident increases the quantity of ultrasounds delivered and requires the cassette exchange thus extending surgical time."